Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: may, 2015. Results: one sample was returned for evaluation. An examination of returned sample revealed no damaged in needle neither returned used (B)(4) syringes. The affected eclipse needle was assembled into returned syringes and no issues were observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 1503003. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that while using a 27 g x 3/4 in. Bd eclipse needle, the chemotherapy medication vidaza leaked out of the device and onto a patient's skin because the device was not compatable with ll-syringes from b.braun and terumo. There was no report of injury or medical intervention.